Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioflex meter was displaying the battery indicator. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the battery indicator began to appear on (B)(6) 2017 at 10:00 am. The patient stated he manages his diabetes with oral medication, diet and exercise and denied taking any action in regards to his usual diabetes management regimen when he was unable to test his blood glucose due to the reported issue. At an unknown time after the alleged issue began, the patient claimed he became "sick" and developed symptom of feeling ¿dizzy¿, which he associated with high blood glucose. The patient denied receiving any medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no indication of misuse of the device. The csr documented that based on the information provided, the battery did not need replacing. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.